Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "how many sutures got broken? Please provide exact quantity. We are not provided the information. When did the suture got broken (in the package/removal from package /during passage through tissue)? When the suture was set to a needle. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via:2210968-2023-04923.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. When the surgeon put the suture on the corrugator needle, the suture broke immediately. This happened many times. Even when the surgeon pulled by hand, the suture broke easily. It is not known when the issue occurred. No adverse patient consequences were reported. Additional information was requested.